Manufacturer narrative:
The customer¿s report that the IV set leaked was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment, measuring 0.262mm long. Visual examination under magnification observed a crush mark to the upper blue fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
Concomitant medical products: non-cfn extension set; 500ml exactamix baxter baf, ref (B)(4), lot 1126676, exp 2019/02, infliximab (remicade) in 0.9% sodium chloride; therapy date: unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV set was leaking from the top of the pumping segment during an infusion of remicade 400mg in 400ml.

Manufacturer narrative:
Concomitant products: non-cfn extension set and a 500ml exactamix baxter baf, ref h938738, lot 1126676, exp 2019/02, infliximab (remicade) in 0.9% sodium chloride; therapy date unknown.